Event description:
It was reported, the patient no longer had stimulation, and the charger was unable to locate the ipg. A replacement charger did not resolve the issue. Follow up identified the patient was scheduled for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.